Event description:
During use of an enseal trio temperature controlled tissue sealer, the jaws fell off the instrument. All pieces were retrieved from the patient. A second enseal was used to complete the procedure. Per the reporter, the device will be returned to the manufacturer for a failure analysis.